Event description:
Customer received a result of 17.5 mmol/l on the mobile system, and a result of 8.2 mmol/l on the aviva within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491786, expiration date 12/31/2014). (B)(6).